Manufacturer narrative:
Correction information g2:report source g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result evaluation summary based on the reported content, it was determined that a large amount of silicone oil that had been applied to the suction valve (product of another company) adhered to the suction pipe, causing resistance when the brush was inserted. (This suction valve is a disposable product of another company, and compatibility has not been confirmed.)

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. 510k number is not applicable because of accessary.

Event description:
No known adverse event. Per the initial report, customer stated that the long cleaning brushes cs-6021t were difficult to pull through the endoscopes. They observed and verified that they in fact were difficult and determined all brushes that they had in stock are from the same lot number 0020152. They have returned the remaining brushes to pentax. This event occurred at the time to reprocess. There was no report of patient harm.